Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient had an initial right partial knee procedure on (B)(6) 2012. Subsequently, patient alleges pain due to the poly component disassociating from the tibial tray. No revision has been reported at this time. No additional information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.